Event description:
Customer reports needle does not retract while using the softclix plus lancet device. Customer states lancet is protruding after firing. No accidental stick reported. No action taken. No treatment received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.